Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified upper limb artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the cutting balloon was advanced to the lesion, and pressure was applied to 10. However, it was noted that the balloon burst. The device was removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified upper limb artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the cutting balloon was advanced to the lesion, and pressure was applied to 10. However, it was noted that the balloon burst. The device was removed from the patients body and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.